Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 800mg/dl. The customer states they were in the hospital for some time, but are not sure if it was caused by bent cannula. The customer's cause of hospitalization was bent cannula and diabetic ketoacidosis. The customer declined to troubleshoot for high blood glucose levels. The customer is reporting past event. No further assistance was provided.